Event description:
It was reported that reporter was not being able to adjust patient with programmer since about (B)(6) 2015, getting poor communication screen on and off and later stated the programmer has never worked consistently. The patient thought the programmer batteries are low, replaced the batteries a day prior to this call but still not helping/working. While on the phone patient programmer was showing the poor communication screen, caller then stated he did not have the antenna on patient¿s skin. It was noted that during the call reporter put patient¿s antenna on her skin and synched and patient¿s settings came up. The patient was on program 3 at 2.4 and implantable neurostimulator (ins) was on. Stimulation was increased to 2.8. Caller tried to synch again and got the poor communication screen. It was indicated that patient has bladder incontinence. The stimulation was set at 1.2 at implant. It was noted that in (B)(6) 2014 patient was still having symptoms and stimulation was increased from 1.2v- 2.4v and patient still did not see any changes in her symptoms. In (B)(6) 2015 the patient was getting pain down leg; caller thought it was the side with implant, not sure if it was related to device. Caller changed setting to 1.2v. It was noted that in (B)(6) patient fell and was on the floor to 12-14 hours. It was noted that patient was peeing all the time at night. In (B)(6) caller brought programmer to patient and was not sure if he increased stimulation or not, patient was not peeing any longer. In (B)(6) patient was having symptoms. Stimulation was increased from 2.4 to 2.7, felt stimulation and did not seem painful. The patient was having swelling in feet for 2 weeks. The programmer was showing poor communication screen on and off. The patient stated that she wets the bed all the time. It was noted that in(B)(6) patient symptom got so bad she could no longer hide it. It was noted that the caller had been pressing the ins on/off buttons and did not realize they were turning off implant. Caller stated he might have turned ins off at some time. Caller tried synching again and was able to communicate. Caller stated patient was at 2.8v on program 3 and ins was on. Caller mentioned patient¿s legs are swollen. It was noted that patient had injection 3 weeks ago and health care provider stated there may be some swelling. The reporter indicated that he did not think there was anything wrong with the programmer. He just needed to understand how to use it. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received indicated that patient experienced pain in their groin /hip and not sure if it was related to device or not. The patient family member had increased the stimulation during the last call on (B)(6) 2015 from 2.4 to 2.8 and if it cause pain to be worse. The patient has had pain since (B)(6) but pain has gradually been worse the past couple weeks. The reporter was going to try to decrease the stimulation and see if that helps.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pain from (B)(6) not have been related to implantable neurostimulator (ins) but he assumed it was. Pain was in a location that the patient can't remember. The patient was put in hospital for pain. The patient was not entirely lucid per reporter. The patient never had therapeutic benefit and apparently never felt stimulation. The patient was currently at 2.0 v.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va08ad6, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).